Event description:
A customer in (B)(6) reported an unexpected number of positive results with the cobas sars-cov-2 test for a specific run performed on (B)(6) 2021. During this run, there were 21 samples that generated positive results in either target 1 (sars-cov-2) and/or target 2 (sarbecovirus) with late CT values. When these samples were repeated, 19 out of the 21 generated negative results. Recollections of these patients were taken and tested, and again generated positive results with similar CT values as seen during initial testing. These recollected samples were also measured by light mix e-gene, and 2 positives were generated (19 negative results). Results were reported and no harm or injury was indicated. An investigation was performed and no issues were identified. Nineteen mdrs will be filed, one for each of the patient samples generating the discrepant results as per FDA request.

Manufacturer narrative:
Through the course of the investigation, which included a review of the instrument's performance and qc kit release records for the kit lot (g23399) used, no issues were identified. During local troubleshooting, onsite studies were performed to try to recreate the customer's situation, and no false positive results could be reproduced. Also all other instrument checks did not reveal any other problems. Preanalytical handling issues were identified and communicated to the customer. The customer issue has been alleged on the cobas 6800 system. The test used on the cobas 6800 system is the cobas sars-cov-2 & influenza a/b for use on the cobas 6800-8800 system ((B)(4), product code: qjr). The product catalog number for the test is 09233474190 and the UDI is (B)(4). (B)(4)

Manufacturer narrative:
The customer issue has been alleged on the cobas 6800 system. The test used on the cobas 6800 system is the cobas sars-cov-2 & influenza a/b for use on the cobas 6800-8800 system eua (B)(4), product code: qjr. The product catalog number for the test is 09233474190 and the UDI is (B)(4). Corrected (manufacturing site details) based on feedback received from FDA on 17-jun-2021 (B)(4).